Manufacturer narrative:
From article "influence of arm lengthening in reverse shoulder arthroplasty", lädermann a, walch g, lubbeke a, drake gn, melis b, bacle g, collin p, edwards b, sirveaux f, jses, 21: 336-341, 2012. 1 revision was performed for a traumatic loosening of the glenoid. This is the final report submitted regarding this surgical event and medical device. .

Event description:
Analysis of an article "influence of arm lengthening in reverse shoulder arthroplasty", l&#260;ermann a, walch g, lubbeke a, drake gn, melis b, bacle g, collin p, edwards b, sirveaux f, jses, 21: 336-341, 2012. 1 traumatic loosening of the glenoid.